Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned to manufacturer.

Event description:
The customer contacted physio-control to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not returned to manufacturer.

Event description:
The customer contacted physio-control to report that their device was booting up with a completely white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's user interface pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. Corrected data: section d9/h3, product available to stryker, of the initial medwatch report # 0003015876-2022-00179 indicates: no section d9/h3, product available to stryker of the initial medwatch report # 0003015876-2022-00179 should indicate: outside united states facility section h6, method code grid, of the initial medwatch report # 0003015876-2022-00179 indicates: device not returned section h6, method code grid, of the initial medwatch report # 0003015876-2022-00179 should indicate: testing of actual/suspected device